Manufacturer narrative:
The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered during use of the device cannot be definitively determined.

Event description:
The article presented a prospective study to evaluate the outcome for stenting for symptomatic intracranial vertebrobasilar artery stenosis (ivbs). Ninety seven patients were treated by different type of stenting, including 52 patients with basilar artery stenosis. The successful stent deployment rate was 100%. Two patients treated for ba stenosis had post-procedure perforator strokes. The third patient: it was reported that 2 hours post uneventful placement of the stent to treat 80% stenosed basilar artery, the patient suffered a left pontine and cerebella infarction. No further information is available.

Manufacturer narrative:
This is the second of 2 incidents.event date: the exact date of the adverse event is unknown. All patients were treated between september 2013 to september 2014. The device remains implanted.

Event description:
The article presented a prospective study to evaluate the outcome for stenting for symptomatic intracranial vertebrobasilar artery stenosis (ivbs). Ninety seven patients were treated by different type of stenting, including 52 patients with basilar artery stenosis. The successful stent deployment rate was 100%. Two patients treated for ba stenosis had post-procedure perforator strokes. The third patient: it was reported that 2 hours post uneventful placement of the stent to treat 80% stenosed basilar artery, the patient suffered a left pontine and cerebella infarction. No further information is available.